Event description:
Related manufacturer reference number: 2017865-2023-05066. It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination, the implantable cardioverter defibrillator (ICD) was discovered to have loose set screw. Also, there was over-sensing of noise and varying pacing lead impedance on the right ventricular (rv) lead. The physician performed programming changes to the rv lead. The ICD was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.